Manufacturer narrative:
Additional information: additional information received on april 12, 2016 stating that the doctor did not perform any secondary treatment to correct astigmatism but he has prescribed glasses for the cylinder. Device evaluation: the intraocular lens was not returned to the manufacturer for evaluation as it remains implanted. The complaint cannot be confirmed. Manufacturing records review: during manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power and resulting contrast. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on lens power calculation and precautions related to misalignment of the axis of the lens. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. No product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). There is no indication at the time of this report that the lens was explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a patient had pre-op astigmatism, 2.1 cylinder at 90 degrees. After implantation of a zct400 intraocular lens (iol), her post-op residual was 2.0 cylinder at 90 degrees. The physician examined the patient under slit lamp and found the lens to be in the same position as aligned with no rotation. The patient complained of visual disturbance. The physician is planning a laser-assisted in-situ keratomileusis (lasik) to correct the situation.